Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("painful cramps/pain") and genital haemorrhage ("heavy prolonged bleeding") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower and genital haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("neither essure coils could be visualized"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("painful cramps/pain"), pelvic pain ("pain") and genital haemorrhage ("heavy prolonged bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena and depo provera. Concurrent conditions included menometrorrhagia, dysfunctional uterine bleeding and paratubal cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding") and menstrual disorder ("bleeding disorder"). The patient was treated with surgery (laparoscopic assisted vaginal hysteroscopy and a bilateral salpingectomy), surgery (endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, abdominal pain lower, pelvic pain, genital haemorrhage, vaginal haemorrhage and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, device dislocation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: tubal occlusion: right side- 3 coils and left side 3 coils. Discrepancy noted in essure insertion date: (B)(6) 2015 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion . Pregnancy test- negative . Most recent follow-up information incorporated above includes: on 19-jun-2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, pelvic pain, device dislocation & bleeding disorder are added. Lab data updated. Concomitant & historical drugs conditions are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('neither essure coils could be visualized'), menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)'), abdominal pain lower ('painful cramps/pain'), pelvic pain ('pain/pelvic pain') and genital haemorrhage ('heavy prolonged bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: * pregnancy test- negative. Previously administered products included for an unreported indication: depo provera and mirena. Concurrent conditions included menometrorrhagia, dysfunctional uterine bleeding and paratubal cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), menstrual disorder ("bleeding disorder"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (endometrial ablation and laparoscopic assisted vaginal hysteroscopy and a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, abdominal pain lower, genital haemorrhage, vaginal haemorrhage and menstrual disorder outcome was unknown and the pelvic pain, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: tubal occlusion: right side- 3 coils and left side 3 coils. Discrepancy noted in essure insertion date: (B)(6) 2015 & (B)(6) 2015. Patient received treatment for events ¿ pelvic pain, dysmenorrhea (cramping), abdominal pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received-new events dysmenorrhea (cramping), abdominal pain were added. Outcome of pelvic pain, menorrhagia updated to recovered / resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('neither essure coils could be visualized'), menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)'), abdominal pain lower ('painful cramps/pain'), pelvic pain ('pain/pelvic pain') and vaginal haemorrhage ('vaginal bleeding') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy. * pregnancy test- negative. Previously administered products included for to prevent pregnancy: mirena from 2009 to 2011 and depo provera from 2004 to 2009. Concurrent conditions included menometrorrhagia, dysfunctional uterine bleeding and paratubal cyst. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required), 21 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy prolonged bleeding"), menstrual disorder ("bleeding disorder") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation, endometrial ablation and laparoscopic assisted vaginal hysteroscopy and a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain lower, genital haemorrhage and menstrual disorder outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: tubal occlusion: right side- 3 coils and left side 3 coils. Discrepancy noted in essure insertion date: (B)(6) 2015 & (B)(6) 2015. Patient received treatment for events ¿ pelvic pain, dysmenorrhea (cramping), abdominal pain, menorrhagia, vaginal hemorrhage. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2016: result- total bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-jan-2020: pfs received: previously added outcome of event vaginal hemorrhage and menorrhagia was replaced from unknown to recovered resolved. Lab data was added. Medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.